Event description:
It was reported that the patient's device had high impedance previously. This is captured in MFR report # 1644487-2021-01158. A new reported was received that the patient's device had all their outputs turned to zero. The np confirmed the patient does not work around heavy machinery. Patient's previous settings were not available. The nurse programmed that the patient's normal output current was set to 1 ma and the patient would follow up in a few weeks to titrate further and ensure the generator was functioning properly. Tc also added that the patient had a breakthrough seizure two weeks ago. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Describe event or problem and b6. Relevant tests/laboratory data, including dates; corrected data; initial report inadvertently omitted information known prior to submisison.

Event description:
Information was received that there was no record of the device being disabled.